Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined.

Event description:
The event involved a microclave¿ clear neutral connector. Where it was reported that a leak occured at the outer end of the valve. The product was not occlusive and chemotherapy product was leaking. It happened in oncology .the nurses discarded the caps, so it was impossible to send samples. No patient harm was reported.